Manufacturer narrative:
On 07/17/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture and capsular contracture. During evaluation of the sample some creases were observed on anterior view. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses developed capsular contracture (baker grade IV) in both breasts. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2019. During explantation surgery, it was discovered that both of the removed breast prostheses had ruptured. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 06/07/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).